Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a dismembered pyeloplasty, while being applied at the closure of the pelvis using a suture, four pediatric patients led to a worsening hydronephrosis and drainage on ultrasound and mag-3 after stent removal, despite remaining completely asymptomatic. Of the four patients, one patient required restenting and observation and three patients required a redo-pyeloplasty. Histology demonstrated a ¿plaque-like¿ inflammatory reaction at the pelvic suture line. The procedure, remained the gold standard for the treatment of pelviureteric junction obstruction (pujo). Robotic approach to this procedure has proven its efficacy and was gaining popularity. The introduction of barbed sutures such as the suture used, provided an addition to the sutures available for pyeloplasty. This work provided their experience with the suture for closure of pelvis in children for robotic pyeloplasty (rp). A review of ten pediatric rp (da vinci robotic system) was performed during which the suture was used. Comparison was made with 15 cases in which a 5-0 suture was used as an alternative. Overall median age was 4 (range 9 months to 16 years), m:f=14:9. All had confirmed pujo on renal ultrasound and mercaptoacetyltriglycine (mertiatide) (mag-3). Rp was done in the standard anderson-hynes manner with the placement of a multilength jj ureteral stent intraoperatively. Patients had removal of the jj stent 6 weeks postoperatively followed by renal ultrasound three to four months later. Twenty-five rps had been performed between may 2013 and november 2015, of which 10 have had closure of the pelvis performed using the suture and 15 with 5-0 suture. One patient (6.67%) in the 5-0 suture group underwent a redo-pyeloplasty secondary to a stent-related complication. The entire other suture group made an eventful initial recovery; however, four (40%) developed worsening hydronephrosis and drainage on ultrasound and mag-3 after stent removal, despite remaining completely asymptomatic. These four required either restenting or observation (n=1) or redo-pyeloplasty (n=3). Histology demonstrated a "plaque-like" inflammatory reaction at the pelvic suture line.